Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided in the article: date of event - ni. Expiration date - ni. Date implanted - ni. Date explanted - ni. Initial reporter - (B)(6). This product is not cleared for distribution in the u.s.; however, a product marketed by zimmer biomet is cleared for distribution in the u.s. Under 510k number k150850. Manufacture date ¿ ni.

Event description:
It was reported in a journal articale that a patient experienced cement leakage within the s1 foramen, requiring surgical decompression for symptomatic relief of radicular pain. No further information is available and patient outcome is unknown.